Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
On (B)(6) 2018, a mentor memorygel breast implant 800cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the device indicate that they could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated devices, and as a result, this event will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: on 5/14/2018, a mentor memorygel breast implant 800cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. The device was received at mentor containing cloudy gel. Gel was observed on the shell surface. Upon receipt the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6637212 was reviewed on 6/7/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).